Manufacturer narrative:
(B)(4). Date sent: 12/09/2020; d4: batch # u5cp3x. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with two reloads present. The reload (b) had the proximal 26 drivers up without staples, and the remaining drivers down with staples present. The reload (c) had the proximal 12 drivers up without staples, and the remaining drivers down with staples present. The returned reloads had the swing tab in the locked position. The reloads were reset . The device was tested for functionality with the returned reloads (b, c) and it fired, cut, and formed all the remaining staples as intended. The staple lines and cut lines were complete and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); batch #: unk. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a semi-open gastric tube formation, the firing knob stopped moving forward on the way of the 3rd firing. The staples at the distal end of the cartridge were unformed. The cartridge was replaced, but the issue did not improve. Competitive device was used at the 1st firing. The device was used on the stomach. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.